Event description:
The customer called for help with her contour meter. While troubleshooting, she performed a control test and received a result of 321mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab received 5 used sensors so further testing was not possible.